Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: sion blue. Guide cath: hyperion ebu35. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a novo lesion located in the mid left anterior descending artery (lad). The guiding catheter was engaged and the guide wire crossed. The lesion was pre-dilated with a traveler balloon three times. A 3.5 x 38 xience alpine stent delivery system (sds) was soaked in saline. The sds was advanced to the lesion. The sds was connected with indeflator however when negative pressure was applied, blood was coming into the indeflator. The sds was removed from the anatomy. The device was replaced with 2.5 x38 xience alpine to continue to complete procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported leak was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Reportedly, the device was prepped inside the anatomy. Per xience alpine everolimus eluting coronary stent system instructions for use (IFU), the device should be prepped by flushing the guide wire lumen and removing air from the system prior to use in the patient. The deviation of the IFU does not appear to have caused/contributed to the reported difficulties. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction as the device was advanced onto the guide wire resulted in the noted torn inner member; thus resulting in the reported leak as negative pressure was applied to the stent delivery system inside the anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.